Manufacturer narrative:
All available information indicates that the device remains in service. There is no additional information available. If additional information becomes available the event will be updated. On (B)(6) 2006 guidant corporation (now boston scientific crm) issued a physician communication letter specifically regarding devices implanted subpectorally with serial numbers facing the patient's ribs and possible device malfunctions associated with this uncommon orientation. This device is included in this advisory population however we do not have sufficient information to determine if it was implanted in the orientation described in the advisory and if this device was subjected to the manner described in the advisory. On (B)(6) 2007, boston scientific crm issued a physician communication regarding some low-voltage capacitors may be subject to degradation. These capacitors may cause accelerated battery depletion and may reduce the time between elective replacement indicator (eri) and end of life (eol) to less than three months. Device replacement indicators continue to function normally. Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded that the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition.

Event description:
Boston scientific crm received information that the patient implanted with this implantable cardioverter defibrillator (ICD) which is included in this advisory population retained an attorney and recently submitted paperwork as part of the litigation process. This device was later explanted for normal battery depletion.